Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a quality control (qc) shift with rheumatoid factor (rf) reagent lot m101865. Customer reported that the rf reagent lot m101865 was used in conjunction with the immage immunochemistry system. Bec customer technical specialist sent customer new rf reagent with lot m106133. Customer reported that qc was good when rf reagent lot m106133 was used. Customer reported that erroneous patient results were generated when rf reagent lot m101865 was used. Customer reported that the erroneous results were generated on three different days. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Erroneous rheumatoid factor results were generated on three different days. This report is one of three reports related to three reportable events that occurred on three different days. This report is related to MDR#2050012-2011-08010 and MDR#2050012-2011-08011.